Event description:
Paramedics from the facility arrived at ed to transport a cardiac arrest pt to a larger facility 1 and a half hours away. The pt had been shocked x3 in the ed. The pt was connected to the device with ECG leads and defib pads then loaded in the ambulance and transport initiated. According to the reporter, approx one hour into the transport, the pt went into ventricular fibrillation and the device wouldn't defibrillate through the therapy cable/defib pads until the operator pressed and held the therapy connector by hand to maintain contact. The pt was resuscitated and successfully transferred to the ed.